Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). As the customer had problems with ice building for a long time, a service technician from our technical support team was on site. The device was inspected and the water quality was checked. It was found that the customer was adding sodium chloride to the water, which affects water conductivity. With adding sodium chloride, the electrical conductivity of water increases and the molecular structure of the water changes. This has an impact on the ice detection. In the geelong area in australia, the mineral composition of the used tap water in the barwon health hospital together with sodium chloride changes the mineral composition of the water significantly. That means even if there is a large ice block in one tank section, it could be that a low ice sensor value is displayed. The reason behind this is the physically changed molecular structure of the ice blocks. There are many micro-tunnels within the ice blocks, where the water is still going through. This water has an electrical high conductivity. Therefore the ice sensor detects water and because of that the compressor keeps working to build ice. This results in a tank freezing. The customer was advised on how to avoid this problem in the future. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was reported that the hcu40 ice block was much too large. The incident occurred while the machine was being prepared for use, but the patient was already under anesthesia and the treatment was delayed by this incident about 30 minutes. No negative consequences were reported for the patient. (B)(4).